Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2014. Correction: (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) of 589 mg/dl with large ketones, nausea, polydypsia, polyuria, and symptoms of dehydration (dizzy, lightheaded) associated with an occlusion issue. It was reported that the patient remained on the insulin pump and was hospitalized and treated with IV fluids and insulin via their pump and injection. During troubleshooting with customer technical support (cts), it was revealed that the user was able to prime the pump without an occlusion alarm or cs064 alarm occurring. It was determined by cts that the user was not using the infusion sets per their instructions for use and that the occlusion issue had occurred with multiple sets of supplies. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error in not correctly using the infusion sets and not responding appropriately to the occlusion alarms.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 01/30/2014 with the following findings:the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed 3 occlusion alarms on (B)(6) 2014 at 12:02; the pump was primed at 15:36. The pump¿s total daily dose basal history correlated appropriately to the user programmed basal rates. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. A delivery accuracy test found the pump delivering within specification. The force sensor calibration was within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.